Event description:
Cardiac monitor failed to alarm and/or print a strip when established limits were exceeded. Monitor recorded heart rate of less than 40 and respiration rate of less than 5, but did not alarm or print. There are three pieces of equipment involved in pt monitoring. The ge tram module 450sl, ge tram-rac-4a, ge solar 8000 patient monitor.